Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with low flow alarms. Log files captured no unusual events during the history of the event log file between (B)(6) 2022 at 03:00:27 and (B)(6) 2022 09:47:25. The periodic log file recorded a low flow alarm on (B)(6) 2022 at 23:39:45 and a momentary low flow was also recorded on (B)(6) 2022 at 14:39:45. The trended data of the periodic log file appeared to show a decrease in the calculated pulsatility index (pi) values and an increase in the recorded calculated average flow values on (B)(6) 2022 bases on the 60 minutes recorded data intervals.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient's unresponsiveness could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed a low flow alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The account reported that the patient was found unresponsive at home with low flow alarms. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heart mate 3 lvas instructions for use (IFU) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU includes a list of heart mate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient expired on (B)(6) 2022 due to cardiac arrest. Etiology was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, a review of the submitted log files confirmed a low flow alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 24oct2022. Of note, there were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older data, per design. The pump operated as intended at the set speed for the duration of the log file. The controller periodic log file contained data from 13oct2022 to 24oct2022. The log file captured a low flow alarm on 23oct2022 at 13:39:45, indicating that the flow stayed below the low flow threshold for 10 seconds or longer. The controller log files appeared to capture the pump operating as intended. The device was not returned for evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including other neurological events (not stroke-related) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.